Event description:
Surgical intervention is planned to exchange poly inserts for pt with a total knee replacement.

Manufacturer narrative:
Surgical intervention is planned to exchange poly inserts for pt with a total knee replacement. Review of the device history record indicates that the device was mfg to spec.